Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "tensioner did not tension the 2.0 mm vitallium alloy beaded cable."